Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported that if a user uses radiation oncology treatment instead of treating from a schedule there is no option to send the dose to epic (3rd party product) and the dose record in epic is wrong. The user has encountered situations where mosaiq crashed at the code capture stage and no dose was exported. The customer informed that mosaiq does not have any tool to reconcile the situation. It was ascertained that the customer is attempting to use the system in a way that is not intended. The customer is attempting to make decisions using information presented outside of mosaiq. Mosaiq is working as designed and intended and the treatment was delivered as directed.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that if a user uses radiation oncology treatment instead of treating from a schedule there is no option to send the dose to epic (3rd party product) and the dose record in epic is wrong. The user has encountered situations where mosaiq crashed at the code capture stage and no dose was exported. The customer informed that mosaiq does not have any tool to reconcile the situation.